Event description:
During an in-clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was undetermined. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.